Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime/delivery tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked display window corner, scratched lcd window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received excessive motor error alarms. Insulin pump will be replaced. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal; and insulin pump was not dropped. Customer's blood glucose was 332 mg/dl. Insulin pump would be replaced.